Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving a dose of 5.278mg/day at a concentration of 15mg/ml of morphine via an implantable infusion pump for spinal pain. It was reported that the patient's pump was able to be aspirated but unable to be filled. The hcp reports that she was only about to get 34ml into the reservoir at the past 2 refills. The patient has not been exposed to hyperbaric pressures or been scuba diving. No symptoms were reported.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). The managing hcp was going to perform a bellows study that was recommended by a manufacturer engineer. Technical services stated there was no specific bellows study but the hcp could try imaging with x-ray to check pump's bellows to see if they are symmetrical or expanding like it should be. The caller stated that in the past the hcp had already tried to empty the pump and suction everything out before refilling and was still having the same issues. Recent refill procedures suggested that the pump may be a 20ml pump. They have "repeatedly activated over pressurization mechanism (opm) at 23ml in spite of indications all residual drug has been removed. It was stated that pump accuracy based on actual fill volume and expected/actual residual volume indicate no issue with infusion. It was confirmed that the pump was 40ml pump and not a 20ml pump.

Event description:
Additional information received from healthcare professional on 2017-feb-16 reported the results of the bellow dye study found that the bellow was not functioning properly. No symptoms were reported. The cause of the inability to fill to full capacity was determined and was due to a bellow defect. It was noted the inability to fill to full capacity has not been resolved, however due to the patient's health and adequate pain relief the pump/medication will not be changed.

Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient who was receiving 15 mg/ml morphine at a dose of 6.3 mg/day. It was reported that the hcp could aspirate, but was unable to fill. While conducting the pump refill, the hcp was only able to refill 22 cc and not the intended 40 cc. The hcp spoke in generalities about other possible issues that could occur and stated she understood about the locked reservoir valve. The hcp removed all the medication, but did not hold negative pressure on the syringe plunger, so she would do that and call back if she was still unable to refill the reservoir with the full 40 cc. It was confirmed that there was proper needle orientation, attempted the locked valve procedure, and checked kit tubing patency. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.